Manufacturer narrative:
By checking the sterilization charts of the lot#s involved, no anomaly was found, thus we can state that these components had been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery due to infection performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2016. The involved components are the following: smr cementless finned stem code 1304.15.200, lot# 1510187, ster. 1500256. Smr humeral head ø50 mm code 1322.09.500, lot# 1509267, ster. 1500315. Neutral adaptor taper standard code 1330.15.270, lot# 1507277, ster. 1500281. Smr finned humeral body code 1350.15.110, lot# 1604433, ster. 1600137. Cement.glenoid 3 pegs standard code 1379.51.010, lot# 15at22w, ster. 1600055. Event happened in (B)(6).

Manufacturer narrative:
By checking the sterilization charts of all the components involved, no anomaly was found, thus we can state that they had been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Follow-up report to correct the initial MDR submitted on 19th december 2018. After previous submission, we became aware that the data provided to us were incorrrect: codes and lot#s previously reported refer to the components implanted during primary surgery (B)(6) 2016. We now know that a first revision (B)(6) 2018)took place before the revision surgery we intended to report. Therefore, the components explanted on (B)(6) 2018 are those implanted on 17th september 2018 and not on (B)(6) 2016 as wrongly indicated in the previous report (except for the stem, which was not replaced on (B)(6) 2018. We can summarize the events as follows: shoulder revision surgery due to infection performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2018 (it was also a revision, due to cuff failure). Primary surgery performed on 9th august 2016. During revision surgery performed on 13th november 2018, all the components have been explanted and smr anatomic hemi implanted. The involved components are the following: -finned stem code 1304.15.200 lot#1510187 ster. 1500256 (implanted during primary surgery) -liner code 1362.09.010 lot# 1508297 ster. 1500257 (this product code is not marketed in the us) -humeral body code 1352.15.005 lot# 1808137 ster. 1800194 -glenoid code 1375.20.010 lot# 1808448 ster. 1800219 (this product code is not marketed in the us) -connector+screw code 1374.15.310 lot# 1809539 ster. 1800214 -glenosphere code 1374.50.440 lot# 1811154 ster. 1800237 (this product code is not marketed in the us) -bone screw code 8420.15.010 lot# 1802060 ster. 1800070 -bone screw code 8420.15.040 lot# 1809913 ster.1800210 event happened in australia.

Event description:
Smr reverse (second stage) revision surgery performed on (B)(6) 2018 due to infection. Clinical history of the patient can be summarized as following: primary surgery performed on (B)(6) 2016. Smr anatomic prosthesis was implanted at this time. First revision surgery due to cuff failure occurred on (B)(6) 2018. Anatomic smr previously implanted was converted to smr reverse prosthesis (event not reported to limacorporate). Second revision due to infection: first stage revision was performed on (B)(6) 2018 (limacorporate complaint # (B)(4) - MFR 3008021110-2018-00092). According to the info reported, during this stage all the components previously implanted were removed and a cement spacer was inserted. Moreover, when the surgeon removed the humeral body, the device was loosened and the screw had not tightened enough; second stage revision was performed on (B)(6) (object of this current report). During the second stage revision, smr hemi anatomic was implanted. Event occurred in australia.

Manufacturer narrative:
Check of the DHR: by the results of the of the sterilization chart analysis, we can state that all the products previously implanted had been correctly sterilized before being placed on the market. Explants analysis: no explants or pictures available for further analysis. According to the info reported, explants were disposed of as per hospital policy. X-rays analysis: we received only pre-op x-rays referring to the conversion surgery performed on (B)(6) 2019 (smr anatomic hemi prosthesis clearly visible even if no exact date was reported on the x-rays). We asked to a medical consultant for a clinical opinion. Following, we reported his conclusion: "I am not aware of any reports of spontaneous loosening even in florid infection that I am aware of so loosening between body and stem. I believe is because the components were never properly engaged in the first place". We did not receive confirmation about the medical opinion but actually our complaint source reported us that during the first stage revision surgery due to infection performed on (B)(6) 2018 (limacorporate complaint # (B)(4), it was observed that "the liner off the whole reverse body came loose. Suggesting the taper wasn't engaged properly. Connector screw was loose". We did not receive info related to any previous patient infection or germ responsible for the infection. By the analysis performed and by considering that fixation of the glenoid body to the stem is a function of the morse taper, we can speculate that this case could have been more surgical factor related than product related (connector screw even not tightened enough during the previous surgery). Pms data: (B)(4). None of the cases we could investigate were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.